Manufacturer narrative:
Correction: section h3 device evaluated by manufacturer: yes. In the initial report the field service visit wasn't added. Field service engineer (fse) visited site and evaluated the flap thickness using several of the customer's patient interfaces with lot# 60604111 which all had a normal lift. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with a dislocated flap on the right eye at one day post-op. Doctor had to refloat the flap. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 health effect - clinical code: flap dislocation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.